Manufacturer narrative:
Date of event: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that pt stated a little while ago they got a notice that their implant battery was getting low and they were told "it could be a while". Pt reported now they are notable to connect with their ins due to getting message that their internal device has lost all data, contact clinician. Pt stated only option present was to end session. Pt stated they contacted urologist and pt was redirected to contact manufacturer. Reviewed message meaning and redirected pt to hcp to address. Reviewed process for hcp office to coordinate appt with rep if needed. Provided pt with nas phone number for hcp. Pt provided event date as "about a month ago" when they got message that their internal ins battery is low. Pt stated they thought "oh great, it's been two years and I need to get the battery replaced". Pt reported they noticed they were not feeling any stimulation and they tried to adjust stimulation due to this then they noticed this message so pt stated it's been going on for probably three weeks. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.